Event description:
During use of a drager medical fabius gs anesthesia machine in a surgical case, the following happened: during a surgical case, the breathing system would not pressurize while in manual/spontaneous mode even after holding o2 flush button. The anesthesiologist then put the machine in volume mode and was able to deliver the appropriate tidal volume and pressure. A similar event occurred with same machine one week prior.